Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that when they were trying to recharge the ins in their waist, it took a long time; pt stated that it took "a year" for the equipment to find the ins when they were holding the device inches away from the ins site. Pt stated that when they first got the ins, it wasn't that slow for the equipment to find the ins and that they could be across the room from the equipment and the ins would be found. Pt stated that then it got to where they had to put the equipment on top of the ins site in order for the equipment to find the ins. Pt confirmed that the rtm was getting hot while trying to recharge the ins. Pt confirmed that there was no apparent damage to the equipment. When pss asked for the event date, pt stated that it was probably a couple months ago or more and that they really didn't remember. Pt stated that finding the ins just got slower and slower and that the rtm just got hotter and hotter. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported. 2022-feb-02 rpl 330506, (B)(6) x2 (con): additional information was received from a patient (pt) regarding an external device. Pt called back stating they received the replacement recharger (rtm) but they're still having issues while charging their ins. Pt stated the controller screen goes blank and becomes unresponsive. Patient services (pss) compared rtm serial number to be sure that pt is using the replacement rtm. The patient was sent out a replacement controller. No symptoms were reported. Additional information received from the patient. It was reported that the patient received the replacement controller but not a battery pack. The patient was instructed to put their battery pack in the replacement controller and the patient was walked through the steps to pair the controller to their ins. They confirmed they were able to successfully pair the controller and everything seemed to be working as intended.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), (B)(4). H3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that there was a recharge antenna failure, intermittent no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.